Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
The patient reported that they wore the pod for about 24 hours on the arm before the incident occurred. The pod was fine overnight but then in the morning the blood glucose (bg) levels started to rise. Patient stated that the pod just wasn't working because they would give boluses and the bg levels kept rising. When bg levels reached 600 mg/dl they went to the emergency room. Patient was treated with intravenous therapy with fluids.